Manufacturer narrative:
Product ID: 8709sc, lot# h872263805, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the inability to aspirate the catheter was unknown. It was reported that a back table prime for 19 minutes was done and the daily dose was reduced down to minimal rate. The issue was reported as resolved and the catheter remained implanted. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h872263805, implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10-20 mg/ml at 9.5 mg/day) via an implantable infusion pump. It was reported that during a normal pump replacement surgery the catheter was unable to be aspirated from. No symptoms were reported. No further complications have been reported as a result of this event.